Event description:
Home pt (hp) reported a 2240 alarm during the use of the homechoice device. The hp noted the spike of the homechoice set became disconnected from the solution bag. The hp stated, she was unsure how the disconnection occurred, as the solution bag was in place. The pt discontinued treatment at that time. Per the hp, no pt injury or medical intervention was associated with this incident.